Manufacturer narrative:
(B)(4). As per subsidiary, the customer confirmed that upon boot up, the monitor displayed an error message which stated, "disk boot failure, insert system disk and press enter". Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm), to boot with "disk boot failure, insert system disk and press enter" when power was applied. Replacing the single board computer (sbc) restored functionality. Service repair technician (srt) replaced the sbc board. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) did not boot up when turned on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.